Event description:
It was reported the physician found unreal ventricular fibrillation episode due to noise on the rv lead without shock. The type, model and serial number of the right lead is unk. Normal value of sensing, impedance and threshold capture. The physician decided to program fast return to sinus and to shorten the session of the f/u of the pt. The device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.